Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc needle did not retract. The following information was provided by the initial reporter: it was brought to my attention by a few of the nurses just now that they are having issues with these angiocaths not retracting/advancing. I tried multiple different ones from this lot myself and had difficulty. Chris, can we investigate this? Currently having a pca go to every cart and clean utility to pull the angiocaths with the lot # ending in 805off the floor until we know more. I want to avoid someone getting stuck. Describe patient /(hcp) / user impact: could stick clinician and have to re-stick patients.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No addition information.